Event description:
It was reported that the 9800 system would not fluoro and displayed precharge error messages during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the battery pack. The system operates as intended.